Event description:
Reporter noted erratic aspiration continued when footswitch was released. Anterior chamber collapsed, and posterior capsule tore. No vitrectomy required, but had to change type of lens to place in sulcus. Pt required medication to keep eye pressure down because of retained viscoelastic. Outcome reported as good, but pt is more myopic post-op then planned.